Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report one gripper unable to lower. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and upon grasping, one of the grippers would not lower. The grippers were raised and lowered again but the issue persisted. Troubleshooting was performed a couple of times using both independent and simultaneous actuation, however one gripper remained raised and was unable to lower. The cds was removed from the patient and exchanged. The procedure was complete with one mitraclip implanted reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported gripper unable to lower could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.